Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The catheter tip was noted to be fractured. Dissection of the deflectable shaft revealed the thermistor wires were intact within the transducer box and at the thermistor flex. The intermittent open circuit was isolated to the distal tip, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture found in the catheter tip during investigation.